Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all the pre-repair diagnostic assessment tests and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the air pen drive device had insufficient/low power. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.